Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail ¿ there were no adverse consequences to the patient. Please provide status of product return ¿ the product is in the collection process, as soon as it returns, we will send it to you.

Event description:
It was reported that a patient underwent a bilateral inguinal herniorrhaphy on (B)(6) 2021 and the mesh was implanted. During surgery, two straps were released, but did not fixate the mesh as they were released opened. After that, the device locked and no more straps were released. A manual fixation was performed to mitigate and resolve the problem during the procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/09/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Additional information b5 narrative: it was reported that a patient underwent a bilateral inguinal herniorrhaphy on (B)(6) 2021 and the mesh was implanted. During surgery, two straps were released, but did not fixate the mesh as they were released opened. After that, the device locked and no more straps were released. A manual fixation was performed to mitigate and resolve the problem during the procedure. There were no adverse consequences to the patient. Additional information was requested. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? H6 impact code: f26 - no health consequences or impact.